Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided

Event description:
It was reported that this right atrial (ra) lead was explanted due to a dislodgement, the lead also exhibited helix extension issues during the reposition. No additional adverse patient effects were reported.